Manufacturer narrative:
Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: (B)(6) 2023 section h3: evaluated by manufacturer: yes device evaluation: the complaint lens was received. Visual inspection under magnification revealed that the lens was received cut into three pieces (one missing) and one haptic could be observed to be cut. The lens was cleaned and, no further issues could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was fully inserted and then removed during the same procedure. The doctor inserted the loaded iol and noted the haptic broke during implantation. The procedure was completed with a backup lens of the same model and diopter. There was no medical intervention required such as vitrectomy, sutures, or incision enlargement. This event does not interfere with activities of daily life. Reportedly, the patient outcome is unknown. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.